Event description:
It was initially reported that the site was having difficulties communicating with the patient's device. The patient's house was struck by lightning on (B) (6)2009 and since then the patient no longer coughs with magnet activations. The patient is said to be non-verbal. A battery life calculation was performed based on the patient's known settings, which did not result in an end of service condition, which was approximately 7.71 years remaining. Troubleshooting was performed, which did not resolve the issue. A search in the manufacturer's programming history database from history received from physician resulted in last known diagnostic to be within normal limits on (B) (6)2008 and (B) (6)2009. The patient was referred for device replacement. The generator has been returned to the manufacturer for analysis which has yet to be performed.